Event description:
A 5 mm diameter x 17 mm length bridge x3 biliary stent was used for treatment of a renal artery with 80-85% stenosis in 2002. There was no calcification, and vessel tortuosity is unknown. It was reported that a 7 french cordis brite tip guide catheter and a 7 french sheath were used during the procedure. It was reported that the stent passed the lesion, but slid off the balloon as the physician was pulling back to reposition the device. Attempts to remove the stent by snaring it were unsuccessful; therefore, the stent was surgically removed. No clinical sequelae were reported, and the patient is reported to be fine. Despite multiple attempts to retrieve information, no further information is available. The stent and stent delivery system were discarded by the user facility and will not be returned to medtronic ave.